Event description:
Upon tightening the closure top, the top spun freely. The screw was stripped. The screw and closure top were removed and replaced. Same event occured with the second screw and closure top. These were also removed and replaced. This event caused a surgical delay of more than 30 minutes.